Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid. Visual inspection found optic torn. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens -11.00/1.5/085 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022 it was reported that low vault was observed and the lens was removed and replaced with a longer length lens intraoperatively due to low vault. For status of the eye (signs/symptoms) the reporter stated " the lens that was replaced did not stabilize the vaulting and was later removed fromt he eye".

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).